Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-may-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident. It was determined that the application had been freezing and that the station had intermittently displayed a black screen. A field service engineer (fse) confirmed that technical support specialist (tss) found that the station's bluetooth adapter and touch keyboard and handwriting service were enabled. So, tss disabled it. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es application was freezing, and the station was intermittently displaying a black screen. However, there were no delays, adverse events or injuries reported based on this event.